Event description:
Procedure: laparoscopic nissen. Reportedly, the needle popped out and broke in half, away from the suture. One half was in the neddle holder, and the other half inside the pt, x-rays were taken, and showed where the needle was located.